Event description:
It was reported that a flo-gard infusion pump had an inoperative channel b. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test, battery testing and a review of the alarm log was performed. During battery testing and alarm log review an f-38 alarm was found; the cause of this was damaged force sensing resistors (fsr). To correct the condition, the fsrs were replaced. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.